Event description:
The complainant reported that the clinicians were preparing to perform a ureteroscopy procedure on a pt. The complainant was unable to report the event date. During the preparation, the polaris ureteral stent was removed from the packaging, but when the wire was straightened, part of the stent broke and completely detached from the device. The physician then obtained another polaris ureteral stent device and successfully completed the pt procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).